Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing dilaudid (hydromorphone) (2.0 mg/ml at 0.0961 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient reported that the pump ¿stopped working¿ at some point in the past year. By that she meant it stopped helping. She says she had a dye study done and the pump was turned to minimum rate following that. There are no known environmental/external/patient factors what may have led to the issue. The physician removed the pump segment and replaced it with equal length of new pump segment. It was confirmed there was renewed patency and flow of cerebrospinal fluid. The issue was resolved. Additional information was received from the rep. The rep stated that the dye study was done in the southern united states per the patient, and they didn't have access to any information on that. The provider declined returning devices, they were discarded by the center.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6) implanted: (B)(6) 2019, product type: catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 01-may-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.